Manufacturer narrative:
The product does not contribute to the problem mentioned by the patient and is not required for further investigation. The production data comply with the specification. Production reports were reviewed. No product was returned.

Event description:
On (B)(4) 2013, it was reported that the patient performed an insulin cartridge change in his infusion device, but he forgot to put a new cartridge in the device. The user is instructed to prime the device after a cartridge change until insulin can be seen coming out of the end of the infusion tubing. The patient experienced elevated blood glucose of 584 mg/dl and ph of 7.18. He was admitted to the intensive care unit of the hospital on (B)(6) 2013. The infusion device was not requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product requested to be returned.